Event description:
It was reported that there was a communication problem. The patient tried using their recharger and it was showing a reposition antenna screen. The last time the patient charged was 5 days prior to the report. They also tried using their patient programmer and that showed a poor communication screen. When the patient woke up on the morning of the report they were unable to feel their stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).